Manufacturer narrative:
The device was received for evaluation. During functional testing, pump not alarming was not reproduced. Evaluation sent device for downstream occlusion, upstream air test, and upstream occlusion test and it passed. Evaluation observed device to display and alarm upstream and downstream occlusions when tubing was clamped off, once released device would continue with the programed infusion as designed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump not alarming during unspecified process. There was no patient involvement. No additional information is available.